Manufacturer narrative:
On 13-jul-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and air was observed being drawn into the vizigo from the hemostatic valve when sheath was aspirated. Initially it was reported the vizigo hemostatic valve was defective and there were no patient consequences. The customer's reported ¿defective¿ valve issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 18-jun-2026, additional information was received indicating bubbles were observed to be coming from the hemostatic valve when aspirated from the side port. The sheath was being used on the patient. The hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. Based on this new information clarifying there were bubbles entering through the hemostatic valve, the event was reassessed as an MDR reportable malfunction.